Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted, and an investigation was based on document review. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
A minor incident happened on (B)(6) 2021. The balloon of the catheter burst inside the patient's bladder. The consequences were major leaks. The device was removed and patient was re-catheterized in resuscitation department. The device integrity had been checked prior to the insertion.

Event description:
A minor incident happened on (B)(6) 2021. The balloon of the catheter burst inside the patient's bladder. The consequences were major leaks. The device was removed and patient was re-catheterized in resuscitation department. The device integrity had been checked prior to the insertion.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.